Manufacturer narrative:
The customer reported there was a low contrast ring artifact. There was no report of misrepresentation as a result of the artifact. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed the reported issue, that ring artifacts were present on scan images in the region of interest. The fse evaluated the system and found a crack in the compensator of the a-plane collimator. The compensator was replaced to resolve the issue; system calibrations were performed and the system was returned to clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.